Manufacturer narrative:
As received, the battery was at eri voltage level. Device image was retrieved and analyzed, indicating elevated current within a period of the implant duration. This condition results from an increased duty cycle of the internal circuitry caused by the firmware. Actions have been taken to prevent reoccurrence. Additional testing was performed indicating normal device functionality and high current condition could not be reproduced. The reported complaint of premature battery depletion was confirmed.

Manufacturer narrative:
The complaint of premature depletion was confirmed. The device was received in eri. Analysis performed including thermal and mechanical testing of the device indicated that the pacer exhibited normal device characteristics. The device was cut open for analysis, and no anomalies were found. Evaluation of the device image showed high current which is the most likely cause of premature battery depletion. The high current could not be reproduced and the cause of high current was unknown. Assessment of total projected longevity was performed, and device was found to have premature battery depletion.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for in-clinic follow up exhibiting bradycardia and complaining of fatigue. An interrogation of the pulse generator revealed a warning for extended rf telemetry and device had triggered an elective replacement indicator. The device was explanted and replaced due to premature battery depletion. The patient was in stable condition.